Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Mrs. (B)(6) states that the lift is working intermittently up and down. She states you can hear a squeak, its almost like a tiny whistle noise.